Event description:
It was reported that during removal surgery the surgeon tried to loosen set screw of the offset connector using trio tightener. After the surgeon loosened two set screws, the tip of tightener broke attempting to loosen the 3rd set screw. Additionally the surgeon used trio trauma torque wrench connector the tip of this connector also broke during the surgical procedure.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: inspection of the device confirmed that the fractured tip was lodged within the set screw of the connector adaptor. The hex tip corners were visibly worn and were not lined up with the hex corners of the set screw, which was also noticeably deformed. This lack of alignment reveals that the hex tip was rotated within the set screw, which remained stationary, which confirms that the set screw was jammed in the offset connector. Excessive torque applied by the surgeon in an attempt to remove the set screw likely caused the torsional fracture observed on the hex tip. Conclusion: the most likely cause of the customer reported event is the application of excessive torque to the hex socket due to a jammed offset connector set screw during the attempted implant removal.

Event description:
It was reported that during removal surgery the surgeon tried to loosen set screw of the offset connector using trio tightener. After the surgeon loosened two set screws, the tip of tightener broke attempting to loosen the 3rd set screw. Additionally the surgeon used trio trauma torque wrench connector the tip of this connector also broke during the surgical procedure.